Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-03-14. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a small fragment of the jaws detached during use. The fragment did not fall within the patient cavity, and another device was used to continue the procedure.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: (B)(6) 2017. One used lf1637 ligasure device was received, and examination of the device could not confirm the reported issue of a detached component. A review of the lot number indicates the product is within the assigned expiration date. Visual inspection confirmed the jaws were damaged, but no piece was missing or fully detached. The jaw seal plates had pulled away from the a model overmold plastic. This damage can occur with unusually heavy use, where multiple seals with the device are made in a short period of time. This type of use can cause the seal plate to overheat and separate itself from the device jaw. The investigation found the issue to be due to misuse of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.